Event description:
It was reported that during a laparoscopic gastric bypass, while making the pouch, using a gold cartridge, the device was unable to hold and clamp while on tissue. The surgeon removed the device from the tissue and was able to clamp down on a scrub gown card. The device still was not able to clamp down on tissue. A second device with a gold cartridge was used. When fired, the staples did not form at all. The event happened on the first firing. Seam guard was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis found that one ec60 device was returned in good visual condition and without cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.